Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the use of the abbott diabetes care (adc) device. Furthermore, the "replace sensor" error message was obtained by adc device sensor scan that resulted in the customer being unable to obtain glucose readings. As a result, the customer was unable to provide self-treatment and had a loss of consciousness, subsequently fell down causing a fractured arm. The customer required third-party administration of oral glucose by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the use of the abbott diabetes care (adc) device. Furthermore, the "replace sensor" error message was obtained by adc device sensor scan that resulted in the customer being unable to obtain glucose readings. As a result, the customer was unable to provide self-treatment and had a loss of consciousness, subsequently fell down causing a fractured arm. The customer required third-party administration of oral glucose by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The puck was received by the hpqe team. A visual inspection was performed using a digital microscope (eq5021) on the returned pcba (printed circuit board assembly). No signs of damage were observed during the inspection. The data in the initial scan from phase 1 investigation was reviewed. The sensor was observed to be in state 5 (normal termination) with event logs 3 (sensor expired) and 4 (life ended). The returned sensor was scanned on the evaluation module (evm), reprogrammed and activated using the patch reader and patch programmer. Accuracy test was performed by using source measure unit (smu) to the sensor. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Extended error code was observed which indicates that most recent sensor data has an unspecified data quality (dq) error and that termination is due to late sensor attenuation (on day 6 from the activation time). This can be due to a physiological response to the foreign object introduced in user body - sensor tail insertion and is not an indication of product malfunction or a design issue. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the use of the abbott diabetes care (adc) device. Furthermore, the "replace sensor" error message was obtained by adc device sensor scan that resulted in the customer being unable to obtain glucose readings. As a result, the customer was unable to provide self-treatment and had a loss of consciousness, subsequently fell down causing a fractured arm. The customer required third-party administration of oral glucose by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.